Event description:
It was reported that during implant low rv sensing was noted at multiple locations. Upon interrogation with the device, loss of sensing was observed. The lead was not implanted and replaced. The patient condition is fine. The lead was discarded and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.